Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis (ipp) would not inflate due to fluid loss from the reservoir. In addition to that, the patient stated that he did not use the implant for over a year because of this issue. The entire ipp system was removed and replaced with a new one. The new device was tested and it fully functioned within expectations. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.